Event description:
The needle broke in the muscle of the pt's arm during injection. There was a surgery with general anesthesia, but the needle is still in the arm next to the radial nerve.

Manufacturer narrative:
Eval summary: seven sealed and intact 31g x 8mm open needles were returned from lot no. 7152118, cat no. 320563. Each sample was examined carefully and there was sufficient adhesive bonding for the needle to the post area of the hub. The device history review shows the product was mfg mid july 2007 with 610 needle pull test performed, all were above the minimum pull force. No defects were found during manufacture. No further action.